Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump. The customer was informed to call back if the malfunction reappeared, and they acknowledged the instructions.